Event description:
The pt experienced intermittent stimulation. She felt the stimulation for a few seconds then would not. There was no incident or accident related to this event. Additional info was requested.

Manufacturer narrative:
(B)(4).